Manufacturer narrative:
This customer reported that they could not get an ECG waveform via pads. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they could not get an ECG waveform via pads.